Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information is unavailable; device was not returned for evaluation. Batch # unk. No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: response from affiliate: what color cartridges were used and location throughout surgical procedure? 3 ecr45d (gold) for the pouch. 1 ecr45b (blue) for the gastrojejunostomy. 2 ecr45w (white) for the jejunojejunostomy. Were any issues noted with stapler performance in initial procedure? No, no issues in the initial procedure. How was the leak identified? No information on that. What event led to the suspicion of a leak? No information on that. Was a leak test performed in initial procedure? Yes, the surgeon always performs a leak test.

Event description:
It was reported that after a gastric bypass procedure, the patient had to be revised a couple hours after surgery. The surgeons noticed an opening in the middle of the staple line, made with a gold reload. They had to suture the staple line. One device was discarded.